Event description:
It was reported that the patient presented with the pacemaker pushing against the skin with impending necrosis. The device was explanted for normal elective replacement indicator (eri), and a new device was implanted to a sub muscular pocket. The patient did not experience any symptoms.

Manufacturer narrative:
The reported event of pacemaker pushing against the skin could not be confirmed. The device was returned for analysis. Analysis found no anomalies.